Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they had not yet received the replacement products. Customer stated that he currently felt weak and that he had a doctor's appointment that day. No additional blood tests were reported using the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on 19-jan-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No additional medical attention was reported. No additional blood tests were reported using the true metrix meter. Note 3: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 501, 410 and 389mg/dl non-fasting. The customer does not know his expected blood glucose test result range. At the time of the call the customer felt well and did not report any symptoms. Customer stated on (B)(6) 2022 he had gone to the ER due to the high result obtained of 501mg/dl non-fasting. Customer stated he had no symptoms at the time. Customer did not recall his blood glucose test result when at the ER. Customer did not disclose the diagnosis or treatment received at the ER. Customer had been discharged the same day. During the call, a blood test was performed by the customer non-fasting and produced test result of 327mg/dl using true metrix meter; the customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened three months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 28-march-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.